Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, none of the bipolar instruments worked. The site restarted the erbe generator, replace the energy cables, and exchange the instrument with no resolve. The site also tried external pedal and they did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu) . The system was tested and verified as ready for use. Isi has not received the vio iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified patient identifier (B)(6) is a related complaint (same issue on a different day). No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the the vio integrated electrosurgical generator unit was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically without the iesu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Refer to the following fields for additional information: d9, g3, g6, h2, and h3 refer to the following fields for evaluation information: h6, and h10 intuitive surgical, inc. (Isi) received the erbe involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The unit was tested with an xi system. All instruments energized as expected and no errors were observed during evaluation.

Event description:
Refer to h10/h11 for follow-up information.